Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023, due to poor performance with the device. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on november 01, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 18, 2023.